Event description:
Two 5 fr open ended ureteral catheters were opened to the sterile field for stent placement. They are cook medical ref: 021305. Lot numbers are: 15825892 and 15864398. It is unknown which of the catheters were being used at the time of insertion. The urologist fellow inserted one of the stents which broke in the cysto scope, which he noticed while trying to advance the stent but before the stent was advanced into the ureter. When removed, it was noted at approximately 1-2 mm fragment of the stent was missing compared to a new stent. He searched extensively the bladder with a 30, 70, 120 degree lenses but no stent fragment was identified. The circulators searched the floors, drapes, shoe bottoms, cysto trays and did not find any fragment. Per policy, an xray was ordered and the radiologist confirmed there was no foreign object in the bladder.